Manufacturer narrative:
Evaluation of the device and investigation of the issue is on-going. A follow-up report will be submitted once evaluation of the device is fully completed. (B)(4) determined that this is a reportable event as we became aware of a malfunction that may have caused or contributed to a serious injury. See attached customer communication emails as well as parameter measurements for references.

Event description:
(B)(4) received an e-mail notification on (B)(6) 2018 addressed to the territory sales manager that the customer (doctor) had performed three lens exchanges owing to the significantly wrong lens calculations made by the al-scan device serial (B)(4). However, it was later confirmed by the customer that there were only two lens exchanges performed. The patients had complained of very poor visual acuity post operatively following the initial procedures. The type of iol used was sn60wf manufactured by alcon. In addition, on (B)(6) 2018 the customer added experiencing issues with auto focus function and the k reading not showing up on the device.

Event description:
Please refer to the initial MDR submitted on 29-oct-2018 for details.

Manufacturer narrative:
The al-scan device s/n 220002 was evaluated by nidek inc. In-house service engineer (se). The customer reported issue of auto focus function not working and the k reading not showing up on the device could not be confirmed. The device functioned properly, no problem found during tests and inspections by a nidek inc. Service engineer (se). The device was tested from 10/17/2018 through 12/06/2018 with an al model eye unit and confirmed that the measured values are within the range indicated on the model eye: al=28.00+/-0.05(mm) and km=8.01+/-0.02(mm). Nidek inc. Determined that there was no malfunction in the al-scan device. There was no additional information provided by the customer and hence it could not be confirmed that the data measurements used for lens calculation were performed by nidek product or other manufacturer's device. Nidek inc provides in-service training on the products to the customers and such training was provided to this customer on 4/16/2018. Please refer to the attached in-service training record.